Manufacturer narrative:
A search for non-conformance's associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not available for return to the manufacturer for analysis; therefore, the alleged product issue could not be confirmed. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that during treatment of a type ii endoleak, the embolization coil unexpectedly detached in the middle of the microcatheter. The physician tried flushing and pushing the coil into the sac but was not able to get all of the coil where it was desired and the tail end was protruding out in the vessel. The case was abandoned and the patient was doing fine. No further intervention was planned at the time of this report.